Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to increase amplitude on stimulation, and stimulation would turn itself off. Reprogramming attempts were only temporarily successful in achieving effective therapy. Diagnostics revealed high impedances on multiple contacts of the patient¿s lead. To address the issue, the patient may be awaiting surgical intervention.